Manufacturer narrative:
H6: investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h10.

Event description:
It was reported that the syr plastipak 3ml 25x7 veterinary nbs experienced leakage. The following information was provided by the initial reporter: leakage occurs during the aspiration and also during the application. At the moments the leakage occurs during application, it happens through the back of the plunger. Some syringes that the leakage occurred the stopper is bad positioned and kneaded. It was not noticed any crack in the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr plastipak 3ml 25x7 veterinary nbs experienced leakage. The following information was provided by the initial reporter: leakage occurs during the aspiration and also during the application. At the moments the leakage occurs during application, it happens through the back of the plunger. Some syringes that the leakage occurred the stopper is bad positioned and kneaded. It was not noticed any crack in the syringes.